Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 117 mcg/day) via an implanted pump. It was reported that the patient started noticing that they were not getting adequate therapy and that their spasticity was returning. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient ¿had a tough anatomy that results in pump flipping.¿ the patient was taken in for a pocket revision due to the pump flipping in the pocket which resulted in the catheter twisting/kinking and not delivering medication. During the procedure, the catheter was spliced to remove and replace the portion of the catheter that was kinked. It was noted that the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial (B)(6) , ubd: 24-apr-2025, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.